Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected restart more than once. Customer did not recall blood glucose level at the time of incident. Troubleshooting was performed. Customer inserted new battery but the issue recurred. Insulin pump will be returning.